Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
In an e-mail sent by the customer, it was reported that the customer received multiple, intermittent inaccurate fill estimates. Reportedly, the customer was able to pull out approximately 45-50 units of insulin from multiple cartridge when the insulin gauge displayed there was 0 units of insulin remaining. Additionally, the customer reported receiving a notification to go through the fill tubing step of the load sequence. Reportedly, the customer changed the cartridge multiple times before being able to complete the load process. Additionally, the customer reported that the cartridge was not being overfilled. And was being filled with 460 units of insulin. There was no reported impact to the customer's blood glucose level.